Manufacturer narrative:
The tandem t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. It also indicates that humalog insulin was tested and found to be safe for use in the t:slim g4 pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500's (mg/dl) for the past two weeks. The customer delivered manual injections and multiple boluses to address bg level. Additionally, on (B)(6) 2016, the customer experienced elevated bg level of 540 mg/dl with trace ketones. The customer confirmed that the supplies would be changed and a bolus would delivered to address bg levels. System check with tandem technical support showed that the cartridge, infusion site and tubing was in use for 3 days while using humalog. Additionally, the customer observed 2 one-inch air bubbles in the patient line. The customer was able to prime out the air bubbles using the fill tubing feature. Tandem technical support educated the customer on insulin labeling instructions. Additionally, the customer reported being sick a couple of weeks ago which may be the cause to elevated bg level. Recommendation was made to consult with health care provider (hcp) and clinical diabetes specialist (cds) regarding diabetes management.